Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: during investigation, the pump was powered up with audible tones and vibrations. However the display was blank and cracked. The investigator was unable to investigate the pump for the dim/fading/color issue or duplicate the complaint. The following findings were unrelated to the reported issue: the battery compartment was observed to be cracked below the bumper pad and the battery cap revealed damage (the top was worn).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.